Manufacturer narrative:
The customer¿s report of valve stickdown was confirmed. Functional evaluation was performed on the received sample. The root cause of the valve slow return/stickdown was a valve molding issue. This can cause the reported observed fluid leak/splatter.

Event description:
An unexpected return was received for an unspecified reason. The product was labeled "malfunctioning clave". Stick downs resulting in leaks were previously reported from the same source.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
An unexpected return was received labeled "malfunctioning clave".